Event description:
A foreign matter was discovered inside of the tubing when the package was opened. It was not used on a patient. Manufacturer response for suction connection tubing, (brand not provided) (per site reporter): I am waiting for a shipping label to send the tubing back. Stay tuned.